Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 2500 ohms. A revision procedure has been planned to address this issue but as of now, no confirmation of this procedure has been provided from the field. The rv lead remains in service and there have been no adverse patient effects reported.

Manufacturer narrative:
A request for additional information has been made. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 2500 ohms. A revision procedure has been planned to address this issue but as of now, no confirmation of this procedure has been provided from the field. The rv lead remains in service and there have been no adverse patient effects reported.